Event description:
Reference number (B)(4). Event occurred in romania. It was reported that patient faced an event where patient noticed purulent secretion from the cannula insertion site on (B)(6) 2024.the patient took antibiotic therapy with augmentin 1000 mg 2x1/day, local applications with fucidin h in the evening, local applications with regenerator of tissue biotitus in the morning and oral antihistamine tamalis 10 mg 1 tablet in the morning and aerius 5mg 1 tablet in the evening as a treatment. No further information was available.